Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update the conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device and another manufacturer's right atrial lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed that the noise appeared consistent with oversensing related to the minute ventilation feature. It was noted that the patient is not dependent on pacing in the right atrium. Ts discussed programming the respiratory rate trend feature off to avoid atrial tachy response (atr) mode switches. No adverse patient effects were reported. This product remains implanted and in service.